Event description:
Fire department personnel were called to attend to a 14 yr old football player who had collapsed at a game. The first two automatic ECG analyses performed resulted in a no shock advised decision. A third analysis was performed and a shock was advised and delivered. The pt's ECG was converted to a pea rhythm. A fourth analysis was performed and no shock was advised on a pea rhythm. An als crew subsequently arrived and took over care of the pt. The pt was not resuscitated. After reviewing the recorded ECG data, it is the reporter's opinion that the pt's ECG rhythm during the first two analyses appears to by a shockable fine ventricular fibrillation.